Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the patient experienced elevated blood glucose levels while wearing the infusion set. The patient changed the infusion set and glucose levels continued to increase. The patient received a blood glucose result of 29 mmol/l and had a ketone reading of 5.5. The patient felt unwell and was vomiting, and was driven to the hospital by a family member. At the hospital the patient was diagnosed with diabetic ketoacidosis and was placed on a drip. The caller reported that once the infusion set was removed, it was discovered that the cannula was bent. It was reported that the bent cannula caused an under delivery of insulin. The patient was hospitalized for 24 hours.